Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, ventricular oversensing has been observed during the follow-up performed on (B)(6) 2015. Preliminary analysis showed that the observed noise could originate from myopotentials or electromagnetic interferences. A ventricular lead issue or a lead/ICD connection issue cannot be excluded. Patient care recommendations have been provided (emi investigation and provocative maneuvers).

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, ventricular oversensing has been observed during the follow-up performed on (B)(6) 2015. Preliminary analysis showed that the observed noise could originate from myopotentials or electromagnetic interferences. A ventricular lead issue or a lead/ICD connection issue cannot be excluded. Patient care recommendations have been provided (emi investigation and provocative maneuvers).